Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. Additionally, a review of the lot history record and similar incident review could not be performed as the part/lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported unrelated deaths, renal failure, hemorrhage, major access/vascular complication, neurological events, and mitral regurgitation could not be determined. The reported patient effects of renal failure, hemorrhage, vascular access complication, and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event,implant date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Event description:
This is being filed to report the acute kidney injury, major bleeding, major access/vascular complication, neurological events, mitral regurgitation, hospitalization. It was reported through a research article identifying mitraclip that may be related to acute kidney injury, major bleeding, major access/vascular complication, neurological events, mitral regurgitation, hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article: initial experience with the fourth generation mitraclip¿: outcomes, procedural aspects, and considerations for device selection. No additional information was provided.